Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Additionally, h4 has been updated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight years since the subject device was manufactured. Based on the results of the investigation, the foreign objects most likely remained due to the facility returning the device to olympus without completing reprocessing. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: as a result of confirming contents of instruction manual at the time of shipment of the product, there are following descriptions about reprocessing. ¿chapter 6: compatible reprocessing methods and chemical agents chapter 7: cleaning, disinfection, and sterilization procedure olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer mentioned that they did not clean, disinfect and sterilize the device before it was sent to olympus. The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrovideoscope exhibited foreign objects came out of channel tube and at the distal end. There were no reports of patient involvement.